Manufacturer narrative:
No further information was able to be obtained from this customer. However, the phacoemulsification (phaco) handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on august 9, 2016. Based on qa assessment, the product met specifications at the time of release. Phaco handpiece was received evaluation. A visual assessment of the handpiece did not review any non-conformity. A review of the data indicated there were 29 procedures performed with this handpiece. The last recorded data displayed no recent tuning issues. The handpiece was connected to a calibrated infiniti system and tuned. The handpiece passed tune. The handpiece was functionally tested at 100% phaco and torsional power for 5 minutes. The handpiece generated both phaco and torsional power during test. The flow rate tests were performed on the handpiece. The handpiece passed both irrigation and aspiration flow rate tests. The handpiece u/s and torsional strokes were measured. Both u/s and torsional strokes were measured within specifications. No additional test was performed. The handpiece functioned to specifications. Therefore, the root cause of the reported events cannot be established. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a handpiece presented with no aspiration. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
Date received b y MFR:. Date was incorrect. The correct date should be 21-feb-2017. (B)(4).